Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power supply 4 and set the 5 vdc to 5.15 vdc. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. This happened during a procedure. No pt injury was reported.